Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported nearly 5 months after the dental implant was placed in ada site 22, the implant had not yet achieved osseo- integration. Clinician reported bone loss. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported nearly 5 months after the dental implant was placed in ada site 22, the implant had not yet achieved osseointegration. Clinician reported bone loss. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).